Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced persistent hyperglycemia while using the system and reported announcing meals in attempts to correct elevated blood glucose, with glucose values reportedly exceeding 400 mg/dl and later trending down into the 300 mg/dl range. Symptoms included hyperglycemia. Outcomes included user-initiated corrective actions and education, with no reported injury, medical intervention, or hospitalization. The investigation included a review of device data and troubleshooting with user education regarding appropriate use of meal announcements and correction practices. The investigation revealed a pattern consistent with user technique issues during a recent period that included illness, systemic steroid therapy, time away from the system, and travel. No device alarms were reported, and concurrent use of subcutaneous insulin pens was noted. Based on previously established findings for similar reports, it was concluded that the cause was use error related to meal announcement as a correction strategy in the setting of confounding clinical factors such as intercurrent illness and steroid exposure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.